Event description:
The report states that exposure to antigenic natural latex such as is found in latex surgical or examination gloves had led the developement of hypersensitivity and allergy to latex with a reported episode of anaphylactic shock in 4/2000.